Event description:
The patient ((B)(6)) was implanted with an scs system on (B)(6) 2008. It was reported that the patient was experiencing intermittent stimulation. It was also reported that the device began to decrease the number of hours that the stimulation was on from 24 hours a day to 19 hours a day without a programming change. The ipg was explanted on (B)(6) 2008. The explanted ipg was sent back to ans for evaluation. No additional information is available.

Manufacturer narrative:
Evaluation: results - ipg lost model code and serial number information, causing intermittent stimulation. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.